Event description:
Consumer called stating that he was driving his leo-4s scooter up a hill when he leaned on the backrest of the scooter and the backrest allegedly popped out. The plastic ring that holds the back allegedly cracked. Additional information received (B)(6) 2012 - two bolts and plastic nuts have allegedly fallen out of the back of the seat, causing the back of the seat to give, causing consumer to fall through. . No injury. The malfunction has not been confirmed.